Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed 191mm from the terminal pin; two segments were received with a mid-body portion of the lead missing. Visual inspection noted the rate/sense coil to be extremely stretched in the tip segment due to the extracting stylet. The proximal end of the distal spring electrode was separated from the lead body insulation with medical adhesive visible, tissue and some calcification was also observed on the distal coil. Cuts were noted in the insulation in addition to the rate/sense ptfe coating bunched and torn in multiple places. Blood/body fluid was found in the helix housing and lead lumen; the helix was extremely stretched upon inspection. Both the internal and the external insulation were abraded through to the rate/sense conductor coil which was fractured 25.8mm from the terminal pin on the is-1 portion of the lead. Portions of the lead were noted cracked in several places, demonstrating signs of movement under compression within the pocket area. Due to the type of damage, the findings were consistent with a cyclic fatigue fracture of the lead.

Event description:
Boston scientific received information that a low intrinsic amplitude and a high out-of-range pacing impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additionally, noise with oversensing resulting to inappropriate anti-tachycardia pacing (atp) were observed. A lead fracture was suspected based on the reported clinical observations and before pacing system analyzer (psa) testing. It was not confirmed visually. The device was deactivated in the interim to prevent inappropriate therapy. A revision procedure was done during which psa testing revealed high, out-of-range pacing impedance measurements. The lead was explanted and replaced along with the device. The device will not be return, however, the lead was sent for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No product has been returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.